Manufacturer narrative:
An error was found in the device logs: the system will not let the ventilator shut off in therapy mode. The unit functioned as designed and there was no hazard. H3 other text : an error was found in the device logs: the system will not let the ventilator shut off in therapy mode. The unit functioned as designed and there was no hazard.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was recommended for replacement to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.